Event description:
The patient experienced an underdose. A confirmed motor stall was reported with no recovery recorded. The health care provider (hcp) reported a stall and recovery on (B)(6) related to an MRI and then stated another stall and recovery on (B)(6) from 10:30-11:30 am. The cause of that stall was unknown. The current stall was logged at 12:02 pm with no recovery logged. The pump delivered fentanyl and hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received corrected that the patient did not have underdose. It was noted that patient did not go anywhere on the day prior to the date of this report because ¿he didn¿t feel very good.¿ the patient did experienced effects of withdrawal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, lot #j11275r20, implanted on: (B)(6) 2002, explanted on: unknown date.

Event description:
It was later reported that the pump was turned down to minimum rate mode in order to wean the patient off medications and to monitor the pump to see if the stall would recover. The health care provider (hcp) reported that the alarm had been turned off and the pump did not start again. The hcp is consulting with a surgeon to have the pump explanted and there were no plans to re-implant per the patient's wishes. There was no reports of withdrawal.